Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils and core. The core had separated 7.5 cm and 12.2 cm proximal to the tip ball. The fracture faces were jagged. There were kinks in the core 1.5 cm and 2.5 cm proximal to the tip ball and 103.5 cm distal to the coined end. Using a laser micrometer, the maximum outer diameter was measured at .01333". This met manufacturing criteria. The distal ends of the guide wire, including the separated pieces were dipped in red congo dye to verify that there was hydrophilic coating present. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. It was reported that difficulty was encountered during use of an ivus catheter. The sem of the returned whisper guide wire showed that the core of the guide wire fractured from over bending. It appears as if the ivus was advanced too near the floppy tip of the guide wire because the separation details and analysis are consistent with this type of issues. The atlantis ivus IFU cautions, "never advance the distal tip of the imaging catheter near the very floppy end of the guide wire. This part of the guide wire will not adequately support the catheter. A catheter advanced to this position may not follow the guide wire when it is retracted and cause the guide wire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guiding catheter tip". The failure mode of the guide wire is consistent with damage that would be expected if the ivus damaged the guide wire when removing the ivus device. The incident detail that the ivus exit port had a piece of the guide wire is caught there also supports this conclusion because it is often found that the guire wire tears into the exit port of the ivus as the guide wire is caught on the guiding catheter. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the procedure was to treat target lesions in the proximal and distal lcx which were 90% stenosis. There was heavy calcification and heavy tortuosity at the proximal segment of the vessel. A 6f, al1 guiding catheter, a whisper guide wire, and a 2.5 x 14 balloon catheter were used to perform dilatation at the proximal lesion. Then the same balloon was used in an attempt to dilate the distal lesion, but it did not cross the distal lesion. Another 2.5 x 15 balloon catheter was used and the distal lcx was dilated. Then an ivus catheter was advanced over the guide wire to confirm the lesion, but there was difficulty and the ivus catheter was moved back and forth in an attempt to get it to cross the distal lesion. The lesion was confirmed and the ivus catheter and whisper guide wire were removed together as a single unit. Once the two devices were outside the pt's body, it was noticed that the whisper guide wire had separated and a piece of the guide wire was caught in the guide wire port of the ivus catheter. The physician felt a sense of discomfort in using the guiding catheter, but he continued the procedure with it. A stent was advanced in an attempt to cross the lesion, but it did not cross and when the guiding catheter was changed for another guiding catheter, another portion of the whisper guide wire came out of the guiding catheter. A new guiding catheter was used and a stent was implanted at the lesion and the procedure was completed. No add'l info is available.